Manufacturer narrative:
The fse that encountered the issue replaced the upper panel assembly and the tether assembly. The fse performed a complete pm with full calibration. The unit passed all functional and safety tests per factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) fo connector door was not retracting and the doppler tether line was broken. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a